Event description:
The physician reported that after placing a graft in the ascending aorta in 2008, the patient had experienced symptoms of fever, shortness of breath, fatigue and weight loss. The patient expired in 2009. Candida fungus was found in the graft. A medtronic graft was also implanted in the patient.

Manufacturer narrative:
Being investigated. Note: items marked "ni" are not attainable at this time. Should such information become available, it will be included in a follow-up report. The device history records for the batch were reviewed. All manufacturing and quality assurance testing was carried out in accordance with our standard procedures. The device history record for this batch shows that the product met its specifications at the time of release to distribution - there are no similar incidents against this batch.